Event description:
The patient reported their blood glucose (bg) level reached 14.6 mmol/l (263 mg/dl), between 37 and 48 hours on the arm. They reported their bg levels were not stabilizing after multiple corrections and boluses. The pod was removed and a new pod was successfully applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. No timeouts or drive stalls occurred and no hazard alarms were generated. The automate glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.